Manufacturer narrative:
No product was returned for investigation, so a substantial investigation can not be completed. There was no product issue found.

Manufacturer narrative:
The accu-chek inform ii meter serial number is (B)(6). Qc was completed and passed on the referenced meter. The strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable accu-chek inform ii test strips glucose results with an accu-chek inform ii meter + rf. The initial result at 8:11 am was 53 mg/dl, with a repeat result at 8:19 am of 70 mg/dl. A venous sample was drawn at 7:30 am with a result of 59 mg/dl. The result of 70 mg/dl was deemed to be correct.